Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the reported customer's reporting complaint regarding "no audio" was confirmed. The cause of the reported issue was noted to be intermittent connection with piezo buzzers. Service will replace the buzzers to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical cadd-solis vip ambulatory infusion pump had "no audio" during testing. There was no patient involvement with this incident and no adverse effects were reported.